Manufacturer narrative:
Concomitant medical products: 2610229 02-010-01-0240 - logic femoral ps cem left sz 4. 2592638 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 2637495 200-02-38 - three peg patella 38mm. 2447995 201-78-81 - 3" trocar, mod. Hex 2pk. 2598059 201-78-81 - 3" trocar, mod. Hex 2pk. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision and pain cannot be conclusively determined; however, it is most likely due to patient related conditions.

Event description:
It was reported that a 65 yo male patient, had an initial left knee implanted on (B)(6) 2013, and underwent a revision procedure on (B)(6) 2022, approximately 9 years 6 months post the initial procedure due to pain. The surgeon changed out the patella and poly; patient revised to company devices. There were no reported issues during the revision surgical procedure. The patient was last known to be in stable condition following the event. The products are not returning because of chain of command; due to recall hospital will not release implants. No additional information is available.